Event description:
Subject had deep brain stimulator placed for control of essential tremor. Over the past four mos. Subject has exhibited return of tremor requiring need for frequent reprogramming and increased amplitude at high levels. Finally, stimulation became totally ineffective as the pulse generator discharged due to the high power requirements. MRI scans confirmed electrode migration from original target. Subject was brought back for surgery to remove existing electrode and insert new electrode to correct target. Subject has now gained good tremor control at acceptable power usage.